Event description:
It was reported that this oscillator saw handpiece needed repair. There was no surgical involvement reported with this event.

Manufacturer narrative:
Investigation results - this handpiece was received from our affiliate repair ctr for eval/repair without the mode switch and the trigger. During testing with a new mode switch installed, the handpiece was found to have the potential to operate in the safe mode. An investigation for this failure mode remains in process. Conmed linvatec will continue to monitor this product for failures.